Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that an endovascular graft exclusion was being performed on an (B)(6) male patient who had a tortuous anatomy and an abdominal aortic aneurysm. The whole length of the sheath was already in the patient's body, according to operation process. The user was able to pass the device over the ultra-hard wire guide without any difficulty, as it was very smooth; however, when the whole length of the sheath was in the patient's body, the device bounced back. (The device was not damaged, kinked or bent prior to use on the patient). The stent graft failed to reach the desired position.(the proximal markers need to reach the lower edge of the 2nd lumbar vertebra, however the proximal markers on the main body stentgraft can only reach the upper edge of the 4th lumbar vertebra, the difference is 6 centimeters). This resulted in the operation being interrupted for an hour. The physician placed another manufacturer's product to finish the procedure successfully. The customer complained that there was a stentgraft design defect. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.